Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a stuck plunger in the ilet cartridge chamber, with subsequent findings of a cracked cartridge and a plunger that was not intact; the user had been using a prefilled cartridge and removed the plunger with a syringe needle before drying the chamber, after which they successfully installed a new cartridge, tubing, and site without alerts or alarms. Symptoms included no adverse physiological effects and no impact on blood glucose levels. Outcomes included replacement supplies being shipped and user education provided to not prefill cartridges to avoid damage. Investigation included technical support troubleshooting and user guidance. Investigation of this case revealed physical damage to the cartridge and plunger consistent with handling and prefill use. It was concluded that the event was related to damaged disposable components, with device function restored after component replacement and user education.